Event description:
A peritoneal dialysis (pd) patient's care giver reported that the patient had peritonitis. During follow up the patient's pd nurse reported the patient was diagnosed with peritonitis on (B)(6) 2015. He had hazy effluent that was cultured. They were unable to identify the pathogen but believe it was due to a breach in sterile technique by his caregiver. The patient was treated with antibiotics vancomycin and ceftazadime. He continued to have elevated white blood cell count (wbc) in the next several cultures including (B)(6) 2015. None of the effluent samples had identifiable growth, but they continued antibiotics due to the elevated wbc. The patient's recent cultures have been better. He was not hospitalized for the peritonitis. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.